Manufacturer narrative:
(B)(4). G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a pink foreign object had been found inside the plastic bag that contained the sterile screws. It was discovered immediately after opening the bag. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: h4 visual evaluation of the provided photos and returned product found a piece of pink, foreign debris. The debris is not acceptable to inspection criteria zwi 43.098. Analytical testing on the debris found the debris is consistent with silicone adhesive. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported event can be attributed to a manufacturing issue. This complaint is confirmed by review of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.